Manufacturer narrative:
(B)(4). Approximate age of device - 1 year and 4.5 months. A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient developed gastrointestinal bleeding. The patient underwent a colonoscopy and was transfused 2 units of packed red blood cells. A source of bleeding was not identified. No additional information was provided.